Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed.

Event description:
Patient with small ventricle. Discussed that before with implanters, also documented in measurement protocol. Normal insertion of the valve (replacement valve, first valve kinked in aortic arch). Normal unsheathing. In the moment the waist was visible, drop of pressure. Begin of reanimation, tee shown wire related injury of ventricle. Punction and drainage performed. No change of condition, decision was made for open surgery. Patient died since the surgical measures were not successful. Wire discharged after procedure. In fluro no kink etc. Was visible. Valve/catheter available at centre.